Event description:
It was reported by the rep that, during a lap sigmoid colectomy procedure, the clips were firing out of the device opened. The procedure was completed with another device. There was no pt consequence. The device was discarded.